Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose level was "high", although specific value not provided. Customer addressed bg level via correction injection via manual dose injection. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.